Event description:
It was reported that pump generated recurring cartridge alarm 30 that prevented insulin delivery even after caller loaded new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Caller switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, instructed caller to place old pump in storage mode, return it within specified time using provided shipping materials, and program pump settings and reconnect continuous glucose monitor on replacement device.